Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that distributor's technician was dispatched to the facility to investigate the device and no component's replacement was performed since the root cause of the reported event was solely due by a user error and not due to a device hardware malfunction. In fact, it was found that the customer facility used air warm blower and the cooling fan of control panel (kit pcb zba board) was stuck. The stuck was caused by the wool of operating room clothes washing. After cleaning up, the machine back to service. Moreover, it was learned that the patient was on ECMO support for one week. Based on the information received, since the event was solely caused by user error, with no other performance issue, that did not cause any death or serious injury are not reportable. The event has been re-assessed as not reportable.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump console. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump console stopped during the ECMO support. There was no patient injury.